Manufacturer narrative:
Event description: processor was not recognizable and does not display image when plugged in. The device was returned, upon evaluation the root cause was not identified. Potential causes for the processor not detecting the connection may be: deficiency in connection of the video connectors. The connection cannot be detected due to damaged connectors and cable. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. Per the instructions for use: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device has been returned for evaluation. The customer¿s complaint of 'no image' was confirmed. Upon evaluation an e224 error is displayed on the screen due to faulty cable unit. Rear cover labels are faded. Focus ring is worn/cracked. All listed parts were replaced and the device was tested and performed as expected.

Event description:
The customer reported to olympus no image on display. There was no patient injury reported.